Manufacturer narrative:
PMA 510(k): this report is for unknown qty of screw locking 3.5mm locking/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient experienced a right foot deformity and underwent a right ankle pantalar arthrodesis using a proximal humerus internal locking system (philos). Upon radiologic follow-up post-operatively, it was found that the ankle did not fuse and formed a non-union, with hardware failure. Of the eighteen (18) pieces of the hardware implanted, only four (4) pieces were intact. On the sixth year post-operative, the patient complained of a new onset pain in her operative ankle. A removal of the hardware and revision of the ankle was planned. The revision surgery implemented a pediatric distal femoral osteotomy plate. There is no follow-up data on the revision. Concomitant devices reported: four (4) unknown screws (part # unknown, lot # unknown), one (1) 6.5mm cannulated screw (zimmer) (part # unknown, lot # unknown). This report is for unknown qty of screw locking 3.5mm locking. This is report 3 of 4 for (B)(4).